Event description:
It was reported that during a laparoscopic splenectomy procedure, surgeon was unable to straighten the device after articulating it and firing it. As a result was unable to remove it through the trocar. Had to enlarge the incision where the trocar was to get the stapler out. No patient consequence reported.

Manufacturer narrative:
(B)(4). Articulation link additional followup: did enlarging the incision negatively impact the patient? - no. How long was the incision enlarged? - unknown. On what tissue type was the device used? At what location on the tissue? Splenic artery. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? - unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? - unknown. If echelon, during which stroke did the event occur? After final stroke. What color cartridge was being used? - white. What other color cartridges were used before and after this event? - none. Was buttressing material utilized? If so, which product? None. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? - no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? - yes. Was there any difficulty removing the device from the tissue? - no. Is there any other additional information you would like to share about this device or procedure? I believe the issue was the surgeon locked the device out whist closing the jaw to remove from the patient and was unaware of the red knife return button in order to open the device. The analysis found that one ec60a device was returned in good visual condition and with a cartridge reload fully fired loaded on the device. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the retainer distal channel was found to be damaged. It is possible that an outside the normal use force was applied on the distal breaking the retainer distal channel. Additionally, the join cover was torn. There is no evidence that there is any portion of the joint cover missing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.